Event description:
The following info was provided by the user to the cook rep in (B)(6): the cook hercules 3 stage balloon esophageal was used during stricture dilation of a middle esophageal stenosis. The physician advanced the device across the stenosis and inflated the balloon to 18 mm (2 atm) and then to 19 mm (4 atm). When the physician attempted to inflate the balloon to 20 mm (6 atm), the balloon deflated. The device was removed from the endoscope and the physician confirmed the balloon tip had disconnected from the balloon material. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report that the balloon deflated. However, the report of the tip detaching could not be confirmed. A visual examination of the balloon material confirmed that the balloon material near the distal tip of the catheter was split but the tip was attached. No section of the balloon material is missing from the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to the balloon split is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon leakage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a split or rupture of the balloon material. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.